Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the no image / intermittent image issue. The verathon technician attributed the issue to a damaged cable. The technician reported that the cable had been sliced and held closed with medical tape. It was also noted that there was damage to the camera housing. The device was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was cutting in and out. The procedure was completed manually without scope or backup device. No delay in the procedure or harm to the patient or user was reported.